Manufacturer narrative:
The device evaluation was completed. The device was inspected and the peek housing was found cracked with reddish material inside and bumps were observed along the shaft. During the second visual inspection the peek housing was found cracked with internal parts exposed. Then, deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed, however, the root cause of the peek housing damage cannot be determined. The root cause of the t bar slippage cannot be determined, however, an internal corrective action has been opened to investigate the issue of deflection issue and t bar slippage. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent a procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a deflection issue occurred. It was reported that the catheter's curving mechanism was broken from the handle. No patient consequence was reported. The deflection issue is not MDR reportable since the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. The biosense webster inc.¿s failure analysis lab (fal) received the complaint product for evaluation. On 11/05/2018, the failure analysis lab found the tip of the lumen is cracked with reddish-brown residues and internal parts are exposed. Additionally, bumps in the shaft were also found. The fal findings have been assessed as MDR reportable for the cracks in the peek housing with exposed internal parts. As such, the awareness date for this reportable malfunction has been reset to 11/05/2018 as this is when the reportable malfunction was identified.